Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/10/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump's black box showed loss of prime warnings related to auto off alarms and replace cartridge alarms. A 24 hour duration test was successfully completed with no loss of prime warnings being duplicated. The force sensor calibration check showed that the pump was detecting the correct force.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there were multiple loss of prime warnings with different cartridges. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.